Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately since the implant procedure from the date manufacturer was made aware.

Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure.